Event description:
It was reported that a pt underwent a successful x-stop procedure at l4/l5. Approx two years post-procedure the x-stop implant was removed with relief of the pt's pain. No other info was provided.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.